Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It cut the back of my throat. Had a flesh at the back. A piece of skin came off my throat [pharyngeal injury]. A piece of skin came off my throat [skin peeling]. I was miserable for about 3 hours [feeling miserable]. Spray at the back of the throat [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of pharyngeal injury in a patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray (batch number bt893, expiry date 27th august 2025) for drug use for unknown indication. On (B)(6) 2022, the patient started biotene moisturizing mouth spray (2013 formulation). On (B)(6) 2022, less than a day after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced pharyngeal injury (serious criteria gsk medically significant), skin peeling, feeling miserable and wrong technique in device usage process. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the pharyngeal injury, skin peeling, feeling miserable and wrong technique in device usage process were unknown. The reporter considered the pharyngeal injury to be related to biotene moisturizing mouth spray (2013 formulation). It was unknown if the reporter considered the skin peeling, feeling miserable and wrong technique in device usage process to be related to biotene moisturizing mouth spray (2013 formulation). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information reported by a consumer via call center representative (phone) on 04nov2022. The consumer stated that, "spray, I'd like to log a small complaint, nowhere on the box does it say not to spray at the back of the throat. The force was so strong, it cut the back of my throat. I had a flesh at the back of my throat, it was like a power wash, a piece of skin came off my throat. I used it last evening, and I was miserable for about 3 hours. I'll go to a walk-in clinic today."